Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was no water in the syringe 10cc s/t wos sterile water bns prior to use.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect. The reported issue was previously investigated. After exhaustive review of the assembly process, it was concluded that the damage found in the barrel was caused due to improper setup of the silicone gun used to spray medical grade silicone inside the barrel. If the silicone gun is setup loose, it could contact and damage the barrel during processing.

Event description:
It was reported that there was no water in the syringe 10cc s/t wos sterile water bns prior to use.